Event description:
It was reported that the t-handle plastic broke.

Manufacturer narrative:
The t-handle was returned and evaluated. A visual inspection found that handle has broken off the knurled section of the shaft. The jaws and sleeve have no damage. A functional inspection found that the device can still accept the corresponding mating part. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the associated batch did not reveal additional complaints. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.